Event description:
It was reported that the customer experienced a high blood glucose level of 400 mg/dl. The customer reported her high blood glucose level was due to the 12 units of insulin she took. She also reported that she was hospitalized for three weeks because her ankle was infected and was on antibiotics. The customer disconnected from her insulin pump while she was in the hospital. She was advised to monitor her insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).